Manufacturer narrative:
The device history record for lot 30199426 was reviewed and the product was produced according to product specifications. The alleged sample from the reported event was returned for evaluation, which included the closed suction system with the cone adapter/ luer. Visual examination of the returned device revealed the component alleged in the reported incident was missing, which was identified as the ¿rinsing chamber¿. The reported event could not be confirmed as reported; therefore, the root cause is undetermined. All information reasonably known as of 04 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2024-00071 for the second report, refer to 8030647-2024-00072 for the third report. It was reported, when the system was setup the rinsing chamber (pocket between the catheter and the external environment), swelled with water and a little later leaked and splashed on the patient. After changing, the problem remained; there was no reported injury. Additional information received 16aug2024 reported, the issue occurred when the vacuum kit was installed; there was no patient harm.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.